Event description:
A power source alert was reported by a distributor in finland for a pump. There was no adverse impact to the customer's blood glucose level. Despite using different wall adapters and charging cables, the pump did not begin charging, prompting technical support to arrange a replacement pump. The customer planned to use a backup insulin therapy and return the non-functioning pump with a pre-paid label.